Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6, h10. Result of investigation: the reported customer complaint was confirmed by vyaire's failure analysis lab through the events log and duplicated during functional check. Transducer pt802 failed. This is a known issue which can be referenced with CAPA-000000281. The customer was shipped a replacement product.

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault immediately when powered on. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.